Event description:
It was reported that a malfunction occurred with the code malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, acknowledging and understanding the instructions provided.